Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the implant procedure, the implantable cardiac monitor was interrogated and low battery longevity was observed. The device was not used. No patient involvement was noted.